Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. Three days after the onset of peritonitis, the pt was hospitalized for the event. The pt was treated with unspecified antibiotics. The cause of peritonitis was unknown. At the time of this report, the pt was recovering from peritonitis. On an unreported date, pd therapy was discontinued and the pt was placed on hemodialysis. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896316 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).